Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify a lot specific issue. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined in this event. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip xtr (90320u170) was advanced into the patient anatomy, however both grippers were unable to be lowered. There were no imaging difficulties, however the grippers were not visible due to patient anatomy. The clip was not implanted and the device was removed. Two mitraclips were used to complete the procedure, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.